Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for pump use was intractable spasticity and multiple sclerosis. On (B)(6) 2016 it was reported that the patient's pump was removed due to an infection. The event date, drug in the pump, the patient's other medications/pertinent medical history, the diagnostics performed and the cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.